Manufacturer narrative:
The inserter was returned for evaluation. Visual inspection did not find any damage to the device. Functional testing was performed using a sample lens. The lens loaded and delivered without difficulty. The lot history record was reviewed and there were no nonconformities or anomalies related to this complaint. The product was deemed acceptable for release. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that during insertion the lens came out of the side of the delivery device. The incision was enlarged to remove the lens. This occurred with two different lenses and two different delivery devices for the same pt. This report refers to the delivery device used with the first lens. Reference MDR #1119279-2013-00061 for the first lens during used during the event. Reference MDR #1119279-2013-00063 for the second lens used during the event. Reference MDR #1119279-2013-00064 for the delivery device used with the second lens.